Event description:
It was reported that, during a navio tka procedure, there were multiple handpiece errors and motor control errors. They had to convert to manual instrumentation with a delay greater than 30 minutes. No other complications were reported. After the case, they tested both handpieces with intermittent handpiece communication errors during tests.

Manufacturer narrative:
G3, h2, h3, and h6: the navio handpiece p/n 110137, (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The handpiece produced multiple communication errors during homing, calibration and hp tests. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a failure of the wiring connection or damaged port caused by mishandling during shipping, storage, use or reuse of the device, or wear and tear over time. The navio surgical technique guide ((B)(4)) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment. The medical investigation found that this complaint from norway reports that during a navio tka procedure there were multiple handpiece and motor control errors. They changed the handpiece, but the same errors occurred. The surgeon converted to manual instrumentation to complete the case. Reportedly, a surgical delay of greater than 30 minutes resulted. Based on the information provided, no patient harm or injury resulted from the surgical extension or conversion to the manual instrumentation. The patient impact beyond the reported surgical extension of greater than 30 minutes and modified surgical procedure would not be anticipated, as it was reported that the procedure was successfully completed using standardized instrumentation. There were no additional interventions necessary due to the reported event. Per correspondence, the "patient is fine" with a normal post-op status and the surgeon was satisfied with the surgical outcome. It was communicated that operative reports will not be available for inclusion in the medical investigation, however if additional clinically relevant materials are later received the complaint can be reopened.¿ although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. B5: update summary d8 and d9: device returned d10: add concomitants g1: address updated g2: report source update h6: update codes

Event description:
It was reported that during a navio tka procedure, there were multiple handpiece errors and motor control errors ((B)(4)). They changed the handpiece, but the same errors occurred ((B)(4)). They had to convert to manual instrumentation with a delay greater than 30 minutes. No other complications were reported. After the case, they tested both handpieces with intermittent handpiece communication errors during tests.

Manufacturer narrative:
The navio handpiece p/n 110137, s/n (B)(6) used for treatment was returned for evaluation. A relationship between the reported event and the device was confirmed. Nothing was identified visually that contributed to the reported problem. A functional evaluation was performed. The reported problem was confirmed. The handpiece produced multiple communication errors during homing, calibration and hp tests. A review of manufacturing and service records indicate the device met all specifications upon release into distribution. A complaint history review for similar reported/confirmed complaints has identified prior events. The most likely cause of this event is a failure of the wiring connection or damaged port caused by mishandling during shipping, storage, use or reuse of the device, or wear and tear over time. The navio surgical technique guide (500197) provides instructions on how to revert to a manual case from a system failure. This failure is an identified failure mode within the risk assessment.the medical investigation found that this complaint from norway reports that during a navio tka procedure there were multiple handpiece and motor control errors. They changed the handpiece, but the same errors occurred. The surgeon converted to manual instrumentation to complete the case. Reportedly, a surgical delay of greater than 30 minutes resulted. Based on the information provided, no patient harm or injury resulted from the surgical extension or conversion to the manual instrumentation. The patient impact beyond the reported surgical extension of greater than 30 minutes and modified surgical procedure would not be anticipated, as it was reported that the procedure was successfully completed using standardized instrumentation. There were no additional interventions necessary due to the reported event. Per correspondence, the "patient is fine" with a normal post-op status and the surgeon was satisfied with the surgical outcome. It was communicated that operative reports will not be available for inclusion in the medical investigation, however if additional clinically relevant materials are later received the complaint can be reopened.¿ although no further containment or corrective action is recommended or required at this time, all complaints are monitored and trended through post market surveillance activities.